Manufacturer narrative:
Further information was requested, but not provided.

Event description:
It was reported that the patient's lead exhibited an unknown anomaly. No interventions were performed. The patient's condition was unknown. Further information was requested, but not available.